Event description:
The customer reported they heard a very loud noise and when they opened the hood to check where the noise came from, they saw white smoke coming from inside the analyzer. The operator did not inhale the smoke and the smoke did not continue to come out of the analyzer. They powered off and unplugged the analyzer. No patients were involved. There was no adverse event. The field service representative determined there was an electronic failure and a problem with the power supply. The power supply was replaced. The analyzer ran fine and within specifications. The operator ran qc and the results were fine.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.